Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock lead impedance measurements. This is a gradual rise in sli over time with no excursions to >200 ohms. Technical services (ts) suggested reprograming options. No adverse patient effects were reported. This lead remains in service. Additional information was received mentioning that this right ventricular (rv) lead exhibited a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement. This lead was successfully capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock lead impedance measurements. This is a gradual rise in sli over time with no excursions to >200 ohms. Technical services (ts) suggested reprograming options. No adverse patient effects were reported. This lead remains in service. Additional information was received mentioning that this right ventricular (rv) lead exhibited a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement. This lead was successfully capped and replaced. No additional adverse patient effects were reported.